Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
The 11mm size 3 insert trial was broken while trying to impact it onto the trial baseplate.

Manufacturer narrative:
An event regarding cracked triathlon insert trial was reported. The event was confirmed. Method & results: device evaluation and results: the insert trial was returned with scratches along the superior surface. It was fractured in half around the post and two smaller pieces had chipped away. The anterior rim is also fractured and chipped. Medical records received and evaluation: not performed as clinical factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. -complaint history review: there has been one other event for the lot referenced. Conclusions: the investigation concluded that the reported event occurred as a result of multiple overload conditions during trialing. An nc was raised due to an exceeded complaint rate for crack/fracture/wear/damage for triathlon modified insert trials, catalogs: 5530-t-xxxa and 5532-t-xxxa. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened and re-evaluated.

Event description:
The 11mm size 3 insert trial was broken while trying to impact it onto the trial baseplate.